Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Event description:
Additional information received from clinical review. The field team updated the patient outcome. The patient expired after over 62 days on support with the impella 5.5 pump, which was well beyond the pump's indicated for use. During the support the pump functioned as expected, p-8 with 4.3 l/min flow with d5w with heparin in the purge solution. The death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociate the pump from the patient outcome. The clinical details and cause of death were not shared by the medical team in japan.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Clinical narrative: an impella 5.5 was being inserted via the axillary artery graft to support the 70 year old male patient admitted in with acute myocardial infarction and cardiogenic shock. The underlying medical history was not shared. The team was placing the 23fr introducer for the 5.5 and found there was a fluid/blood leakage from the rubber stopper. They were unable to ligated with sutures to stop the bleeding at the graft site. They controlled the leak with gauze and insertion continued. There was no harm that prompted any intervention or blood product infusion. The pump remains on for support to date and patient has survived the malfunction.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Added/selected b2. Is death and date of death. Added e4 reporter also sent report to FDA was omitted during initial report. Added h6. Health effect - impact code based on the completed investigation. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the leak was unable to be determined since product was not returned and insufficient clinical details were provided.